Event description:
The customer states that several patient samples generated positive results with the axsym toxo igg assay (no exact number of patients or result values were provided by the customer). The customer retested the samples without recentrifuging them and the samples resulted at 0.0 iu/ml (negative). The abbott customer technical advocate (cta) had the customer run a precision run of 20 repeats of the toxo igg positive control with results meeting assay package insert claims. The cta and the customer ruled out an analyzer problem. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). No returned materials were available for testing from the customer site. The axsym toxo igg reagents list number 9k08-20, lot number 71786hn00 (which is equivalent to lot number 71786hn01) was tested with axsym toxo igg calibrators, controls and a panel which is used for determination of the assay specificity of the reagent. Twenty replicates of the positive control were tested. The calibrator and control values were within the instrument/package insert specifications. The values obtained for the 20 replicates of the positive control were in the range of 19.1 to 23.2 iu/ml and the %cv value was 4%. No erratic result was obtained. The values obtained for the panel were within manufacturing specifications. There was no indication that the axsym toxo igg reagent, list number 9k08-20, lot number 71786hn00 displayed any unusual performance issues. A review was also conducted of the complaint and manufacturing records for axsym toxo igg reagent, list number 9k08-20, lot number 71786hn01 (and any associated sub-lots). This review did not identify any problems relating to the customer's observation. The abbott axsym system operations manual, volume 2, and the axsym toxo igg (9k08-20) assay package insert both contain adequate information to address the customer's issue. Based on the results of the current investigation, it was determined that the axsym toxo igg reagent, list number 9k08-20, lot number 71786hn01, is currently meeting its safety, effectiveness and label claims. The sample(s) in question were not available for investigation; therefore the cause of the customer observation remains unclear. This is a final report.

Manufacturer narrative:
This report is being filed on an international product, that has a similar product distributed in the us. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.